Event description:
Boston scientific received information that during an upgrade procedure the physician noted that extreme force was used to find and secure this right atrial (ra) lead. As a result the ra lead was severed and the terminal pin and insulation were missing. The atrial port was plugged. The remaining portion of the ra lead was sutured and surgically abandoned. The physician was to follow-up and determine if another ra lead would be implanted at another time. No additional adverse events were reported during this procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.